Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and another manufacturer's right ventricular (rv) lead experienced a syncopal episode and was admitted to the intensive care unit. Additionally, pacing inhibition for 3-5 seconds was observed and pacing impedance measurements were noted to have varied from 500-1,000 ohms. The patient was pacemaker dependent. The root cause of the syncope and pacing inhibition was unable to be determined. An invasive procedure was performed. The device was explanted and replaced and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not confirm the reported observations.

Event description:
.